Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician called and reported that the customer received emergency medical assistance on (B)(6) 2018 with a blood glucose range of 53 mg/dl to 67 mg/dl. The customer experienced symptoms such as loss of consciousness. The customer was treated with amp 350 and intravenous fluids. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was not completed on the insulin pump. The insulin pump will not be returned for analysis.